Event description:
It was originally reported that the pt felt stimulation in the wrong location following a fall. The pt's hip was fractured after the fall. The pt was at the clinic in fair condition. The healthcare provider confirmed that the pt experienced no stimulation after falling and fracturing her hip. The pt's device was reprogrammed and she was able to feel stimulation vaginally when standing. No pt injuries weer reported.